Event description:
The customer reported that while the iabp was in use on a patient, when the patient returned from the cath lab and the iabp was plugged in, the iabp began to smoke. Fire alarms were activated. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the power supply (B)(4). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported. (B)(4).